Event description:
It was reported that the customer had a keypad anomaly on her insulin pump. Customer put in a new infusion set and got a no delivery alarm again. Customer's blood glucose level was 124 mg/dl this morning. Customer was hospitalized for diabetic ketoacidosis on sunday or monday. Customer had to use a lot of strength to push the button and has only had the pump for a month. The b button is not working as well, but the esc key works well. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had no button response due to a flattened escape, down and up button dome switches. The insulin pump was received with minor scratches on the display window. All of the functional testing could not be performed, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests, due to the unresponsive buttons.